Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 12 atmospheric pressure. The device was completely and simply removed with no problem. The procedure was completed with another device. No patient complications were reported. Patient was good post procedure.